Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. The customer reported missing high and low alarms due to signal loss. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
An alarm issue was reported with the adc device in use with the iphone 14 pro phone with ios operating system version 16.5 . The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia symptoms described as sweating and apathetic and was unable to self-treat, requiring treatment of glucagon injection by a non-health professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with the iphone 14 pro phone with ios operating system version 16.5 . The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia symptoms described as sweating and apathetic and was unable to self-treat, requiring treatment of glucagon injection by a non-health professional. There was no report of death or permanent impairment associated with this event.